Event description:
During a laparoscopic cholecystectomy after firing the device, the clips shaped "o" and can not close the vascular. A new er320 was used to complete the procedure. There was no pt consequence.